Event description:
It was reported that the patient presented in clinic with phrenic nerve stimulation and an increase in capture thresholds. The left ventricular lead dislodged. The pulse generator was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.